Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the pump was programmed to flex mode delivering lioresal (lot #a593180) 2000mcg/ml at a daily dose of 1153.8mcg. The therapy start date was (B)(6) 2016 and the end date was (B)(6) 2016. An MRI (magnetic resonance image) was performed of the right hip and showed a labral ligament tear. There was no device issue, patient/therapy issue or procedure issue. Per the logs, the motor stall occurred on (B)(6) 2016 at 15:57 and recovered at 18:31 soon after interrogation.

Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The healthcare provider reported a motor stall was seen in the initial interrogation. The patient recently had an MRI. The patient was hearing an alarm. The logs showed the motor stall at 2:56 and the patient had exited the MRI at 3:20. There was no motor stall recovery noted. The healthcare provider stated they would continue to check the pump every 10-15 minutes. No patient symptoms reported. The dose and concentration of the baclofen, the reason the MRI was performed and if the motor stall resolved not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.